Event description:
I was given the renu with moisturloc in it from my eye dr. The solution was for me to clean my contact that she gave me. I started using the solution on 02/28/06 and I started having problem with my left eye; it started to swell and turn red, I could not see out of that eye. It was very sensitive to light, and the dr diagnosed conjunctivitis in my eye. Presently I am taking medication for this problem, my vision in my left eye is not completely right, I lost 80% of vision in that eye.